Event description:
It was reported that a patient with this neurostimulator was having difficulties charging their device, taking over an hour to charge. The physician elected to change out the patient's implant battery to a non-rechargeable type battery since the system has helped with her symptoms so much. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
The returned charging device was analyzed, and error code indicates an impedance issue. This occurred on october 2nd, day of explant. Aside from error code, logs show that device is functional. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of difficult to charge and extended ipg charging time was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient with this neurostimulator was having difficulties charging their device, taking over an hour to charge. The physician elected to change out the patient's implant battery to a non-rechargeable type battery since the system has helped with her symptoms so much. There were no patient complications reported.

Event description:
It was reported that a patient with this neurostimulator was having difficulties charging their device, taking over an hour to charge. The physician elected to change out the patient's implant battery to a non-rechargeable type battery since the system has helped with her symptoms so much. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.